Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had used the quick set before it was changed. Customer had to stop using them because she didn't have enough fat. Customer has gotten a little fat again, so she ordered the quick set. Customer has arthritis and is having issues with the quick serter. Customer stated that it's not really locking into place and is kind of wiggly. Customer stated that she can feel the needle when she inserts and the adhesive sticks to the serter when the quick set is wiggling. Customer was advised to bounce the quick set into the quick serter until the quick set is properly set. Customer also has kinked cannulas. Customer stated that she declined troubleshooting for low blood glucose readings of 48 mg/dl. Customer stated that the issue was due to being brittle. Customer then treated with yogurt.